Event description:
Philips received a complaint on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The manufacturer's product support engineer (pse) confirmed a 1104 "backup alarm failed" alarm error in the event log. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba) for preventive measures and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
This medwatch report was inadvertently submitted, upon further investigation, the following has been reported the error code 1104: backup alarm failed occurred during power on self-test (post). The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.